Manufacturer narrative:
H4: device manufacture date : november 06, 2019 to november 07, 2019. H10: fourteen (14) actual samples were received for evaluation. Visual inspection with the unaided eye did not identify any abnormalities that could have contributed to the reported condition. All samples were inspected with magnification and no black foreign matter was observed in the fluid pathway of all samples. Also removed the fill port caps from all samples and no damage or black foreign material was observed under magnification of all 14 connector/caps. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation completion. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a black foreign material was observed in the fill port cap of fourteen (14) 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. This was identified prior to patient use. There was no patient involvement. No additional information is available.